Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint is retracted through the friction lock, resistance will likely be experienced during advancement. Forceful manipulation against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, while advancing the smart coil through its introducer sheath, resistance was encountered due to the pusher assembly mid-joint was proximal to the introducer sheath friction lock. After the mid-joint passed through the friction lock, the smart coil was able to be advanced through the introducer sheath and a demonstration microcatheter without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.